Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio2: 2.9, lab: 2.3. Date: (B)(6) 2011, inratio2: 4.9. Date: (B)(6) 2011, inratio2: 4.1, md's inratio2: 3.6. On (B)(6) 2011, pt had a transient ischemic attack and went to the hospital where a lab draw was done 9 hrs after inratio result. Pt was put on keppra at hospital and had coumadin dose adjusted. Dr advised pt to hold coumadin dose on (B)(6) 2011. Pt's target therapeutic range is 2.5-3.5.